Event description:
It was reported by service report that the siderail was broken presenting sharp edges and the siderail could not be latched up. No pt involvement or adverse consequences are reported.